Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5054 implantable pacing lead 2003 (B)(6). (B)(4). Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was suspected to have reached early depletion. It was also reported that device telemetry could not be obtained and no magnet pacing. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.